Manufacturer narrative:
Hill-rom technical support suggested checking the brake switch. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hill-rom received a report from the account stating the brakes not set switch did not work. The bed was located in ICU at the account. There was no patient/user injury reported. This report was filed in our complaint handling system, as complaint #(B)(4).